Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. Masimo initiated a recall for this issue and notified us FDA on 2/15/2024. The recall number is z-1538-2024. Health effect impact code: no adverse event; no patient impact. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported that the device turns off by itself. There was no patient impact or consequence reported.